Event description:
Caller stated then they switched to the (B)(6) battery because they were rechargeable so patient has a "hybrid system" (caller did not clarify this). Caller reported now patient is having trouble with the boston scientific battery and stated patient's neurosurgeon is looking at putting in the updated version of the (B)(6) batteries that are rechargeable. Caller reported due to the problems patient is having with their (B)(6) implant patient's dr is looking at switching patient to the (B)(6) implant. Caller inquired about compatibility of patient's current leads with the (B)(6) rechargeable implant. Agent reviewed information about [(B)(6) deep brain stimulation] implant/compatible leads and redirected caller to patient's healthcare provider to further discuss and to contact local representative if needed. Caller stated they were sure it was a neurosurgery decision about what modifications they made with the extension to allow for the (B)(6) battery to be placed (caller did not clarify this). Documented information provided regarding allegation against non (B)(6) device ((B)(6) implant). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".